Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and verified customer complaint, door was slightly close. Fse was unable to close door via pendant and had to manually close with wrench and t-handle. Realigned rotor and door was able to open and close via pendant. Fse verified all motion functions are working. Pulled system logs, performed system checkout, device rts. Codes b01, c0708, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was unable to recognize that the gantry was closed during a surgery. Site tried rebooting, fully opening and then closing the gantry with no change. Also, reported that the system was unable to close during the case, and then was opened back up and was removed from the room. Upon removal, reported the system was unable to open. Reported the system was rebooted and upon reboot, still unable to open but looked to be closed. Attempted to dock the system and reported the system was also unable to be docked. This issue occurred intraoperatively and caused unknown surgical delay. While troubleshooting, recommended to gently hug the closing covers on the gantry to see if sensors would engage. Call was disconnected before confirmation.